Manufacturer narrative:
Product event summary: analysis partially confirmed the reported event; the screen was flickering; liquid was spilled on touchscreen assembly and liquid crystal display (lcd). Lcd defect. It was noted electrocardiogram (ECG) signal was visible after interrogation and during bench test. Analysis also found the keyboard was damaged and the stylus was worn (stylus was working). Errors found in programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during normal use, the screen suddenly turned off. It was noted this occurs occasionally. It was also reported the programmer was unable to record egm (electrogram) signal. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.